Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump had been exposed to water, had a blank screen, and showed a crack. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the blank display, and the serialized device was replaced. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the fluid in the pump, and the keypad was unresponsive. Troubleshooting was performed for the keypad anomaly, which had the frozen display. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No frozen screen noted. Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self-test and unable to download history files due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. Frozen screen not confirmed. Pump was received with a blank display and unable to download history files due to moisture damage electronic assembly and cracked case corner (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.